Event description:
It was reported there was noise on the EKG (electrocardiogram). It was also reported there was fan noise. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, this caused the noisy ECG signal. It was also noted that the system fan was noisy and the lower case was damaged near the handle. (B)(4).

Event description:
It was reported there was noise on the EKG (electrocardiogram). It was also reported there was fan noise. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.